Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having high blood glucose of 263 mg/dl. Customer stated that she programs the bolus but does not hear the motor and her blood glucose was not going down. Customer stated that a few days ago, she also had high blood glucose and then she would have low blood glucose in the 40's mg/dl. Customer stated that she treated with a bolus. Customer stated that she doesn't hear clicking when she tries to deliver insulin. Customer stated that she thinks it is delivering insulin but the clicking noise is not happening. Customer stated that she was at work and disconnected the line.